Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 the one infusion set cannula was kinked and patient faces symptoms within 3 hours of insertion. The site of insertion is abdomen. The blood glucose level was high, and it is addressing issue due to correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.